Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. Reportedly, the compressor is not cooling correctly. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an heater cooler 3t system not cooling properly. The issue occurred during setup. There is no report of patient/user injury.